Event description:
It was reported that there were coupling and/or communication issues. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was a "year or so" ago. A power on reset (por) condition was also reported. It was reported that the patient was charging. It was advised to charge back up to 25% and then clear the por message with the physician programmer. It was also advised that the patient needed to monitor the ins battery level on a daily basis for the first 3-5 recharge sessions as the battery was really weak and needed time to build up capacity. It was later reported that the patient got the battery charged full and was charging every day to "regain charge cycle that holds a charge". It was reported that the manufacturer's representative would reprogram the device the week of (B)(6) 2012; however, further information received indicated that programming was still needed. It was reported that the patient got it out of "overdid charge". It was later reported that the patient was scheduled to see the manufacturer's representative at the physician's office on (B)(6). However, it was later reported that the patient rescheduled to the (B)(6), the device overdischarged again, and the patient wanted to get a nonrechargeable device. It was later reported that the patient was going to get the stimulator replaced with a nonrechargeable.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37742 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension. (B)(4).